Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient underwent a heart transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: multiple attempts were made to obtain additional information regarding the event, as well as the pump's return status; however, no additional information was provided, and the pump has not been returned to date. If heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) is returned at a later date, this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas IFU and the heartmate 3 patient handbook, are currently available. The IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system (lvas). No further information was provided. The manufacturer is closing the file on this event.